Event description:
It was reported that, during a routine follow-up visit, high impedance and high threshold values were observed on the pace/sense portion of the right ventricular (rv) defibrillation lead. Stored data revealed a high number of short interval counts (sic), several non-sustained ventricular tachycardia (nsvt) episodes, and two false ventricular fibrillation (vf) episodes due to oversensing of noise. A fracture was suspected and the device was re-programmed in advance of a planned lead review procedure the following week. During the subsequent lead review the physician elected to leave the existing lead in place and implant an additional rv defibrillation lead. The leads remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, a lead impedance out of range alert and oversensing due to non-physiologic signals/sic (sensing integrity counter). There were 56168 ventricular sic that occurred since implant. There were 7 non-sustained tachycardia episodes and 1 ventricular fibrillation (vf) episode of <(><<)> 220 ms v-v cycle recorded between (B)(6) 2013. An out of tolerance subthreshold lead impedance alert was recorded on (B)(6) 2012. The maximum right ventricular pace impedance rises from 4512 ohms the week ending (B)(6) 2012 to 15952 ohm the week ending (B)(6) 2013.